Event description:
It was reported that after unpacking and prior to use of a ureteral stent, it was discovered there was a hole in the sterile pouch, thus compromizing the sterility of the device. It is unknown how this occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.